Manufacturer narrative:
An investigation summary was performed. Our investigation of the complaint articles has shown that: only one broken screw was received. We found that the screw is broken at the middle of the threaded shaft. Furthermore we found marks and nicks at the thread and the inner hexagonal recess is badly worn out. The broken part is not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. It is likely that wrong torque or a wrong angulation of the screw while tightening may have caused the breakage. The for the complaint relevant dimensions could not be checked due to the missing broken part and the bad condition of the implant. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Since the subject device broke during insertion and was partially removed, it is not considered to have been implanted. A device history record (DHR) review was performed for the subject device lot number 3740068. The reported sterile lot number corresponds with non-sterile lot number 2713900. The review of both sterile and non-sterile dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the screw broke in half while inserting it into the bone during the surgery. The surgeon reported that the screw was inserted with a tapping tool since the patient¿s bone was reported to be ¿solid.¿ during the insertion, the surgeon felt the screwing movement of the screw becoming ¿unsmooth.¿ the screw fractured after the surgeon heard an abnormal sound. Although the surgeon was able to successfully remove the head of the screw the shaft of the screw had to be left in the patient¿s bone due to difficulty of removing it. The surgery was completed without further issues, but was extended for 10 minutes due to the event. This report is 1 of 1 for (B)(4).